Manufacturer narrative:
Manufacturing review : a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one dorado pta dilatation catheter has been returned for the evaluation. On the visual evaluation the catheter appeared to have the blood residue and no other anomalies were noted. On the functional evaluation, the guide wire lumen was flushed using an in-house syringe and next to that in-house guide wire has been inserted through the distal tip and exited without any issue. On further the balloon was inflated with an in-house presto inflation device, while inflation the water leaked out from the balloon at the glue joint. Under the microscopic evaluation of the balloon the circumferential break was observed at the proximal glue joint. Therefore the investigation for the reported leak and identified break has been confirmed because while inflating the balloon using an in-house presto inflation device, water leaked from the break at the glue joint. The device glue joint break most likely is the root cause of the device leak. However, the definitive root cause of the identified device joint break and leak could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 08/2023).

Event description:
It was reported that during an angioplasty procedure, the inflation device allegedly leaked at the point by the guidewire light during inflation. It was further reported that another device was used to complete the procedure. There was no reported patient injury.